Event description:
Per the audiologist, in 2001, the pt presented with an abscess due to an infection. On three months later, the pt's device was explanted and the infected site was debrided. The pt was reimplanted during the same surgery. The pt's device was explanted in 2002, and a new device was reimplanted during the same surgery. That device was also explanted (reported in a previous MDR 6000034-2006-00271).

Manufacturer narrative:
This is a final report. This type of event is addressed in the device labeling.